Event description:
Procedure type: hartman procedure. According to the reporter. The surgeon prepared the device to use it and placed it on the pt. When he pulled the trigger, he heard a noise (like something broke) and the instrument didn't fire. They couldn't use the instrument at all, so there was no damage caused to the pt. No components broke off nor did any pieces fall into the body cavity. The procedure was performed to remove cancer. On 09/15/09, additional info was received. The pt expired due to an abscess. The cause of death was not related to the instrument.

Manufacturer narrative:
Date initial report sent: 10/09/2009.